Event description:
Caller reported a malfunction on the pump, specifically a malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Customer received instructions to reset the pump and was sent a replacement pump with updated software by technical support, who also confirmed shipping details and provided storage instructions for the problematic pump to be returned.